Event description:
It was reported that this pacemaker system had a false atrial tachy response (atr) episode stored. Technical services (ts) examined device episode data and determined that the atr episode was caused by oversensing of atrial signal that was possibly retrograde conduction. Reprogramming was discussed as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.